Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor generated a "60 minutes" message and they were therefore unable to obtain a glucose result. It was further reported the customer had contact with a healthcare professional and was advised to self-inject glucagon. The customer reported self-injecting glucagon at after midnight on (B)(6). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection performed on sensor plug and the plug was observed to be unseated. Further investigation will be performed and a final report will be submitted once additional information is received.

Event description:
Customer reported the adc freestyle libre sensor generated a "60 minutes" message and they were therefore unable to obtain a glucose result. It was further reported the customer had contact with a healthcare professional and was advised to self-inject glucagon. The customer reported self-injecting glucagon at after midnight on (B)(6). No further treatment was reported. There was no report of death or permanent impairment associated with this event.